Event description:
According to the available information the anchor on dynamic side detached from plug.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: estimated date.

Manufacturer narrative:
The dynamic suture loop was received for evaluation. Examination of the suture loop revealed the tensioner was attached. The dynamic anchor was not received and was detached from the tensioner. Microscopic examination confirmed rough and irregular surfaces on the detached suture loop. Blood residue was noted on the suture loop. Based on the information received and review of the returned components, quality confirmed that the dynamic anchor detached from the tensioner. Based on the blood residue noted on the suture loop, the detachment of the dynamic anchor most likely occurred during the tensioning process. No information was received to indicate if any difficulties were noted during the tensioning process that may have contributed to the reported complaint. The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no nonconforming reports confirmed in veeva to be associated. A historical CAPA was opened by the supplier for a similar failure mode however, on a different lot.supplier investigation was initiated based on identification of associated CAPA. Supplier investigation verified this lot may be subject to the same manufacturing defect as the same operator and inspector built this lot as the lots currently associated. Based on information indicating no difficulties during tensioning and the supplier investigation verifying this lot may be subject to a manufacturing defect, it will be concluded the dynamic anchor separation likely occurred due to the manufacturing issue.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints. There have been a historical CAPA opened by the supplier for a similar failure mode; however, on a different lot. An investigation into this lot will be executed to determine if the supplier needs to expand the scope of the CAPA. Further details will be commented at a later date in the final answer. B3: estimated date.

Manufacturer narrative:
Supplier investigation was initiated due to being a verified out of box issue and concluded root cause was due to a manufacturing issue. Coloplast initiated an nc [non-conformity] and supplier initiated a CAPA in response to execute corrective actions.